Event description:
Popping in knee replacement; noticed a popping in depuy knee replacement that was implanted in (B)(6) of 2013 and is getting worse. Surgeon took right knee x-rays, 3 views. FDA safety report ID# (B)(4).